Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to a loss of capture and low sensing on the right ventricular (rv) lead. An echocardiogram revealed a perforation through the rv apex and a small pericardial effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.